Event description:
On (B)(6) 2012, this vns patient reported that he had been evaluated by an ent. A scope was performed, and the patient was told that he had a paralyzed voice box. The paralysis was determined to be related to vns surgery at which time the patient's nerve was cut or crushed during surgery; however, it was not related to the device. No interventions were planned for now. The device was programmed to deliver therapy, and diagnostics were normal. The patient reported earlier that he was experiencing ringing in the ears and constant hoarseness. The generator site was also raised. The patient's spouse questioned whether the raised area was an allergic reaction to the device. A manufacturer's consultant spoke with the patient and noted that the patient's voice was hoarse. It was noted that during implant surgery on (B)(6) 2012, the lead was observed to be snug; however, both 2.0 mm and 3.0 mm leads were available, and the surgeon opted to use the 2.0 mm lead. Follow-up with the physician showed that he believed that the voice issue would get better with time. There were no allegations of an allergic reaction. No additional interventions were planned. The device was programmed on and diagnostics were normal.